Event description:
It was reported that a pump malfunction occurred with the code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arose.